Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported errors were confirmed in the event history log (ehl). The errors were not reproduced during functional testing. The pump was found to be operating according to specifications. No fault was found with the pump.

Event description:
It was reported that the medfusion pump produced the following system advisory: base task debilitated alarm. The check infusion line alarm was also produced, indicating an increase in pressure. No patient injury or complications were reported in relation to this event.